Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned product found that the fiber was received in one piece. During functional testing, light from the sma connector was distorted, and the face had burn marks. This indicates a fracture within the connector. The reported complaint was confirmed.

Event description:
It was reported that during the procedure the laser was interrupted, and the fiber stopped emitting a beam. A new fiber was opened to complete the procedure. There was no patient complication. After that, the product was returned for analysis and the product investigation concluded that there was a fracture within the fiber connector.